Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer was overheating and turned off unexpectedly. The programmer passed incoming functional testing. It was indicated that the programmer had a noisy fan and a damaged radiofrequency head cable. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and turned off unexpectedly. The programmer was returned for service. There was no patient involvement.